Event description:
A malfunction on the pump was reported by the caller without any notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy and would consult a healthcare provider to obtain additional supplies as needed. Tandem technical support arranged for a replacement pump to be sent and completed necessary forms on behalf of the customer, who was advised on returning the malfunctioning pump and preparing the new pump upon receipt.